Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon was advanced for dilation. However, during second inflation for 30 seconds, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was fine condition post-procedure.